Event description:
Report rec'd of tubing cassette alarms causing a delay of therapy. The pt had an unspecified thoracic surgery on the previous night. The pt was unstable with low pressures. The dr was there at the time and ordered new drug therapy. When the nurse attempted to set up the new drips. Epinephrine and neosynephrine, and insert them into the pump, cassette alarms were rec'd. The nurse tried multiple sets with resulting delay of therapy. "The pt's status was such that the decision to return to surgery was delayed to see if the medications would help." Had the pump/tubing not caused a delay, the pt possibly would have returned to surgery sooner when it was realized that the medications were not making a difference. The pt eventually "crashed", and required the chest to be opened in the room for needed resuturing. The pt is now stable. Customer states that they do not believe after testing the tubings that there was any problem with the pumps used.